Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was achieved of the common femoral artery using a starclose se device. Reportedly, after successful clip deployment and achievement of hemostasis, difficulty was encountered removing the device. The device was removed with counter traction with an assertive pull. When the device was removed the locator wings ribbon appeared to be detached from the locator wings distal retaining ring, but remained attached to the device. The starclose se clip remained in the vessel and the clip achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device after clip deployment and damaged/broken locator wings were confirmed as the analysis of the device revealed there was interference from the leaves of the garage tube coming in contact with the flex-guide during the deployment process that caused the clip to be captured by the locator wings preventing the removal of the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.